Manufacturer narrative:
Update to b4, d9, g3, g6, h2, h6 and h10 to reflect device evaluation. The 26mm commander delivery system was returned to edwards for evaluation partially locked at warning marker with 25% flex and no fines adjust used. Atrion with approximately 23ml of fluid remained. Full loader assembly on flex shaft and delivery system partially withdrawn through sheath. Visual inspection of the returned device found three compressions on flex shaft 21, 1' and 0.25' from flex tip. Flex tip gouges were observed. There were deep scratches along the sheath shaft. The delivery system was partially withdrawn through the sheath with liner torn and stranded. Due to the nature of the complaint, no functional testing was performed. Due to the nature of the complaint, no dimensional testing was performed. The complaint was confirmed through visual inspection. Procedural cine from field was provided and reviewed. Severe tortuosity and calcification was present throughout the right cia. An unexpected stenosis was seen just after bifurcation of iliac artery. Calcification and severe tortuosity were seen in the right cia. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes. As device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. IFU for commander delivery system, device preparation manual, and device training manual instructions were reviewed. No IFU/training deficiencies were identified. The complaints were confirmed upon condition of the returned devices. However, a manufacturing nonconformance was not confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, 'a new 26mm s3u valve system prepared and delivered into esheath and advanced under fluoro, but it was unable to advance beyond same point.' After the removal of the 1st ds and valve, it is likely that the same sheath was re-used and the 2nd ds was inserted through and got stuck at the same location. Tortuosity was present in the right common iliac artery [cia]. Tortuosity can contribute to non-coaxial withdrawal angles, resulting in the distal end of the delivery system becoming more susceptible to catching onto the sheath which consequentially contributed to reported withdrawal difficulties. Additionally, per the complaint description, 'it was unable to be withdrawn easily and imaging suggested that esheath was now split and valve appeared to be coming out of the esheath wall and was catching on calcium.' This suggests that the sheath liner was likely already torn and damaged due to interaction with calcium. Therefore, during the attempt to remove the ds and valve back, the ds and valve may have been exited the sheath through the torn liner. The valve would then get caught on calcium nodules causing the inability to remove the devices. Review of the provided imaging revealed that there was an unexpected stenosis present just after the bifurcation of the iliac artery and calcification present throughout the right cia. As such, available information suggests that patient factors (iliac artery bifurcation stenosis, calcification and tortuosity) and procedural factors (valve exposed through torn/damaged sheath liner) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Since no product non-conformance was confirmed, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no 2015691- 2021- 05132.

Event description:
As reported by our affiliates in (B)(6), the patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the insertion of the initial delivery system, there was no resistance, but they system could not advance through the iliac artery, and the devices were removed and exchanged. A new 26mm s3u valve system prepared and delivered into esheath and advanced under fluoro, but it was unable to advance beyond same point. Also, it was unable to be withdrawn easily and imaging suggested that esheath was now split and valve appeared to be coming out of the esheath wall and was catching on calcium. The valve was therfore implanted in the right external iliac artery. It was encouraged to withdraw the delivery system (ds) and esheath as a whole unit. When the sheath was removed, it was seen that it was torqued. A new 14f esheath was delivered inside the deployed 26mm s3u valve for hemostasis as bleeding from the iliac was now evident on angiography. Balloon angioplasty with pigtail and a bav with 22mm non-edwards balloon x1 was used to achieve hemostasis. A third non-edwards valve, was prepared and delivered in good position in the annulus. The esheath was withdrawn over safari wire with 12x80mm fluency stent delivered across deployed s3u (over safari wire), and angio demonstrated there was no bleeding. However, after closure devices was deployed, bleeding was observed. There were several additional covered stents deployed in the peripheral vessels due to the failure of closure device. As per medical opinion, the root cause of the event may have been an unexpected stenosis just after bifurcation of iliac artery at site of tortuosity.